Event description:
The consumer reported the healthcare provider (hcp) was going to place the lead in the middle to help with both bowel and bladder control. The primary concern was for her bowel. The patient indicated she had pain in her stomach and lower abdomen in the morning prior to going to the bathroom to have a bowel movement. The pain had subsided some time after having a bowel movement 1-2 times. Troubleshooting/ interventions already performed involved the patient adjusting the settings. It was noted this issue was occurring daily. No falls/traumas were noted to have been related to the issue. She had done some physical work she normally would not do, but that was after the patient had noticed this change. There were no changes in the stimulation sensation and no dietary changes. The stimulation was not reported to have been related to positional movements. The patient had met with the primary care physician (pcp) but everything else checked out fine and the pcp was not familiar with the device. The patient had recently relocated and had not found an hcp yet. She was not sure what to do, so she mentioned turning the implantable neurostimulator (ins) off for a while. Symptoms reported were pain and leakage and the change in therapy/symptoms was noted as sudden. The event date was noted as (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that she went into the hospital and had a scan. The outcome was that she had ovarian cancer, thus the device was the wrong answer to the problem she was having. She did feel that the tests should have shown the real problem. She lost a few months of treatment and she had a big fear of someone doing an MRI if they were worried about her head. The patient wanted advice.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.